Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the user observed that the endoscope rotated 180 degrees. The user informed the clinical sales representative (csr). The csr received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The icon on the monitor showed 30 degrees down, but the endoscope was physically 30 degrees up. The tse had the customer remove the endoscope, cancel the guided tool change (gtc) with clutch button and reinstall the endoscope, but the issue was not resolved. The user continued with the procedure using a backup endoscope. No further issue was observed. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use with no issue. The customer removed the endoscope, released the guide tool change (gtc), manually inserted the endoscope, and then flipped the endoscope to resolve the issue. There was no patient injury due to the non-intuitive motion of the endoscope. The endoscope will not be returned.

Event description:
Refer to h10/h11 for follow-up information.